Event description:
The pt presented with fever along with swelling and pain at the device pocket site. Purulent fluid was noted in the aspirate. The pt device was removed and the pt treated with IV antibiotics.